Event description:
(B)(4). Same case as MFR ID#: 2134265-2011-05159. Same patient as MFR ID#: 2134265-2011-01775, 2134265-2011-01776, 2134265-2011-01930. It was reported that post a stenting treatment procedure, in stent restenosis and thrombosis occurred. The patient presented at the time of the index procedure due to stable angina (ccs class 1) and a stress test which revealed ischemia of the inferior segments. Cardiac catheterization revealed two target lesions. The first was an 80% stenosed and 14mm long discrete lesion located in the second obtuse marginal branch (om2) with a reference vessel diameter of 2.75mm. This was treated with direct stent placement of a 2.75x16mm taxus liberte stent resulting in 0% residual stenosis. The second was a 75% stenosed and 24mm long lesion located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 2.75mm. This was treated with direct stent placement of a 2.75x28mm taxus liberte stent and a 2.75x12mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. (B)(6) 2011: the patient presented with in stent restenosis and thrombosis. Ten days later, the patient was treated with a left internal mammary artery bypass to the lad. The event is reported to be recovering / resolving. It is the opinion of the physician that this event is not related to the taxus liberte stents.

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).